Event description:
The customer reported to olympus that the image was cloudy on the tracheal intubation fiberscope. During evaluation it was also found that the coating was peeling off (1 mm2 or more). There were no reports of patient harm. Additional details relating to the patient and the event have been requested, but no response has been received at this time. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of cloudy image was not confirmed. The inspection of the returned device revealed that the eyepiece, operation unit cover, grip, angle lever, ud plate, vent metal under the grip, and the fixed ring were all scratched. The flexible tube of the insertion section was crushed, the curved rubber adhesive was missing, the eyepiece was loose, the angle wire was longer than normal, and the holes in the curved rubber did not allow watertightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.